Event description:
Boston scientific received information that after a patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system, the patient experience pocket stimulation with bi-ventricular pacing only. Impedances were normal. Due to the stimulation, the pocket was re-opened. A small insulation breach revealing the conductor of the rate/sense portion of the right ventricular (rv) lead was observed. The lead was repaired and then a commanded shock was delivered which yielded a 42 ohm impedance. Performance has been normal and stable. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.